Event description:
It was reported by surgeon that an edwards bioprosthetic valve model 6900p33mm was explanted from the tricuspid position after an implant duration of approximately five (5) years due to "thickened leaflets", from a (B)(6) male patient. Operative report indicates, " this is a (B)(6) gentleman who approximately 5 years ago underwent tricuspid valve replacement to treat native valve endocarditis due to infected transvenous pacemaker. He developed symptoms consistent with severe tricuspid stenosis, and surgery was recommended." Operative details indicate the subject valve leaflets were thickened and nearly immobile with poor coaptation. The explanted valve was replaced with another edwards pericardial bioprosthetic valve.

Manufacturer narrative:
Method: x-ray. Device evaluation: the explanted device was received and evaluated; heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 15mm. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 10mm. Host tissue was heavy at both the stent inflow and stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 on the outflow aspect by approx 7mm and leaflets 2 and 3 at commissure 3 on the outflow aspect by approx 6mm. Host tissue fused leaflets 1 and 2 at commissure 2 on the inflow aspect by approx 5mm. Free margin of leaflet 2 was also folded onto itself by approx 3mm by host tissue. The free margins of leaflets 1 and 3 exhibited minimal to moderate calcification, free margin of leaflet 2 exhibited moderate to heavy calcification. Minimal calcification was observed in the cusp areas of leaflets 1 and 2. Device evaluation confirms the report of stenosis primarily due to heavy host tissue overgrowth, in addition to calcific tissue degeneration. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. Note that the subject device model 6900p has no indication for implant in the tricuspid position; off label use. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. No further action is required.